Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m-62, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial lead had no capture, was occasionally undersensing, and p wave sensing was low. It was also reported that the right ventricular lead was causing diaphragmatic stimulation. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.